Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro instrument, and identified the failure mode as a clog in the cap piercer waste line. The fse replaced the fitting on the cap piercer waste line to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported fluid overflowing by the cap piercer on their dxc 600 pro instrument and erroneous sodium results were generated from the cap pierced sample tubes. The erroneous results were not reported out of the laboratory; hence, there was no change to patient treatment and no adverse event in association with this event. The customer was unwilling to provide data, but verbally provided one (1) example of an erroneous sodium result.